Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed fluid on the outside of the bag's port weld, next to the administrative port. The reported condition was verified. The cause could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of 2000ml extactamix eva tpn bags had leaked at the port. This event occurred after compounding the device with an unspecified solution. There was no patient involvement. No additional information is available.